Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6) , and the reported event could not conclusively be established through this evaluation. The patient expired on (B)(6) 2021 and heartmate ii lvas, serial number (B)(6) , was not returned for evaluation. Multiple attempts for additional information were made and no further detail was provided. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 23dec2015. The heartmate ii lvas IFU is currently available. This IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021. The patient elected to go home on hospice after recent admission for fractured tibia. The patient expired at home. No other details are available as additional information requested but not provided.